Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, the customer¿s blood glucose level was 506 mg/dl. The customer loaded a new cartridge to resume insulin and administered a correction bolus to address bg.